Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor glucose discrepancies. They had a sensor glucose value of 70 mg/dl but their blood glucose value was 115 mg/dl. The insulin pump kept trying to suspend even though they were not low. Their current blood glucose value was 104 mg/dl and their current sensor glucose value was 51 mg/dl. Troubleshooting was performed. They will be sent a replacement sensor. The product will not return for analysis.